Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur cp instrument. The sample was repeated once on the same instrument and once on an alternative instrument and resulted (B)(6). The customer immediately sent corrected result to the physician(s) because the discordant result was released. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and found that the clip on the waste line peri-pump was loose, cleaned the wash station, and checked the dispense volume. Quality controls were run and results were within specifications. The cause of the discordant, false negative hcv result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.